Manufacturer narrative:
Other applicable components are: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: extension. Product ID: 3886, lot# j0225538v, implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A manufacturing representative (rep) reported that about two to three weeks prior to the report, a patient said they suddenly stopped getting therapeutic benefit from the device and at the same time noticed that their stimulation was not consistent. They typically used to feel stimulation all the time. It was noted they saw their physician at that time, battery life was okay and showed about 4 years of life remaining. The patient denied any falls that they thought contributed to the event, but their spouse said they have seizures and sometimes were not aware of their falls/movements during the seizures. Seizure condition was noted as the patient's medical history. Impedances were normal and the device showed that the battery had consistently been turned on, despite the patient describing events where it "felt like it just turned off". During the procedure to replace the battery, the extension was removed, and the existing lead was inserted into the header of the new battery. When impedances where checked, they were all >4000. They were retested at higher amplitude and higher pulse width and still out of range. They healthcare provider (hcp) attempted to removed the lead from the battery and the lead casing was separated from the lead, allowing the lead to stretch. With some additional pulling he was able to free it from the battery. They physician stated that they noticed the separation of the lead casing when they first removed it from the extension. At that point they decided to completely remove the old lead and implant a new one. It was noted the entire lead was removed. Follow up information on 2016-oct-05 from the rep further noted that the hcp stated that when they opened the pocket, the casing was already separated from the lead. It was noted that they were a new hcp and did not recognize this as abnormal. The rep did not see it. When they pulled the lead out of the battery, after the interaction - "op impedance test was giving >4000, it further stretched the lead, pulling the casing out even further and stretching the lead wires themselves." It was noted that it was unclear what originally caused the integrity issue with the lead casing. The entire system was replaced once it was noted that the lead was not fully intact. The patient status at the time of the report was noted as alive with no injury. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.